Manufacturer narrative:
The event date was documented as (B)(6) 2017 in the initial report and has been updated as (B)(6) 2017. The date of this report was documented as may 3, 2017 in the initial report and has been updated as apr 28, 2017. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the housing was cracked. It was further determined that the device failed the general condition & lever, information button and self-test, charging and checking of power module in charger, function- test and check indicator- liquid damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the power module device would not hold a charge. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.